Manufacturer narrative:
Additional information section h4 - device mfg date. The field service representative (fsr) inspected the instrument, performed troubleshooting, and discovered debris in the pre trigger and trigger reservoirs; loose and leaking valves; and that the pre trigger and trigger dispense manifolds were deformed and slightly leaking. Multiple parts were replaced which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for the alinity I processing module serial number (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module, and the fitting kit, trigger _pre-trigger valve, manifold, dispense 2 way, or the viton o-ring, size-008, did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) , or the fitting kit, trigger _pre-trigger valve, manifold, dispense 2 way, or the viton o-ring, size-008, was identified.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for patient samples. The following data was provided (customer¿s reference range 9.0-19.1 pmol/l): sample ID (B)(6). On (B)(6) 2024 initial result on (B)(6) = 38.62 pmol/l, on (B)(6) 2024 result on (B)(6) = >64.35 pmol/l, on (B)(6) 2024 result on (B)(6) = >64.35 pmol/l, result on roche = 18.5 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 results generated for patient samples. The following data was provided (customer¿s reference range 9.0-19.1 pmol/l): sample ID (B)(6). On (B)(6) 2024 initial result on (B)(6) = 38.62 pmol/l, on (B)(6) 2024 result on (B)(6) = >64.35 pmol/l, on (B)(6) 2024 result on (B)(6) = >64.35 pmol/l, result on roche = 18.5 pmol/l. No impact to patient management was reported.